Event description:
The patient ((B)(6)) was implanted with an ipg on (B)(6) 2009. It was reported that he suffered a fall impacting the ipg. After which, he lost stimulation and was unable to communicate with the device via the programmer or charging system. Surgical intervention will be undertaken to replace the ipg; however, a date for the procedure has not been set. It is unknown if the explanted device(s) will be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.